Event description:
It was reported, the patient was sore at the ipg site, and the pain starts at the ipg site and goes down the side of her leg. The patient reported, the ipg feels as though the ipg was moving side to side in the ipg pocket. It was reported, the patient was to schedule an appointment regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.